Manufacturer narrative:
Unit had no button response due to moisture damage on keypad traces. Unit had moisture damage on the electronic assembly and on the motor. Unable to test for unexpected restart alarm due to no button response. Unit had minor scratched display window, scratched case, broken battery tube threads, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
It was reported via phone call, that the customer received an unexpected restart alarm. Customer's blood glucose levels at the time 98 mg/dl. It was also reported that the esc and act button are unresponsive, and there is fluid under the lcd display. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.